Event description:
It was reported that the pump shut off unexpectedly while charging. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.